Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the internet cable on the wall side was damaged, bent, and had a flaky connection. A technical support specialist (tss) emailed the local team to request onsite service, and the local team later confirmed that the issue was resolved. A field service engineer visited the site to address the network cable issue and replaced the ethernet cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the internet cable on the wall side was damaged. The customer observed that the cable was bent and causing a flaky or intermittent connection. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.